Manufacturer narrative:
Patient identifier not available from the site. No parts were received by manufacturer. Event problem and evaluation: on 27-oct-2016, a medtronic representative went to the site to test the equipment. The collimator initialization error was displayed on the pendant. Top collimator leaves were stuck in the closed position. Adjusted leaves and homed collimator. Cycled system, powered 15 times. The collimator initialized normally each time. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that when booting the image acquisition system (ias) during a spinal fusion procedure, the pendant displayed ¿initializing collimator¿ and the system would not fully boot. An attempt to re-boot the system did not resolve the issue. The surgeon decided to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.